Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was in the 500 mg/dl range. The patient treated via manual insulin injection. The customer stated that she was going to change her infusion set and call back if she needs to troubleshooting. The patient declined troubleshooting for the no delivery alarm and high blood glucose. The insulin pump was not returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2016.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2016.